Event description:
During the final count of a robotic assisted laparoscopic total nephrectomy, the laparoscopic grasper was discovered to have a broken piece at the nipple holder. All pieces were not retrieved. An x-ray was taken, nothing was visualized.